Event description:
The patient has two occipital (for off-label use) from the same lot number. It was reported the patient is experiencing ineffective stimulation. Diagnostics revealed high/invalid impedances on the patient's left lead. Reprogramming did not provide resolution. X-rays were ordered. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.